Event description:
It was reported that unspecific number of bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: we experience problems with needles at just about every clinic. Sometimes it¿s only a couple of needles on a given day. Sometimes more.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history record review was not performed as the lot number is "unknown" for this complaint. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that unspecific number of bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: we experience problems with needles at just about every clinic. Sometimes it¿s only a couple of needles on a given day. Sometimes more.